Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the correct device associated with the reported event is a spectrum iq infusion pump. The device was received for evaluation. During functional testing using a known good power device, the pump did not power off without input and did not experience an improper shutdown. A review of the event history log revealed 'improper shutdown' messages. The history log cannot be used to determine the means by which power became disconnected. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump screen turned off and would not turn back on or stop beeping during therapy in the intensive care unit. The pump was correctly programmed for a continuous furosemide 500mg/50ml infusion, and it was set to run at 10mg/hr. The pump was started and twenty-one minutes later there was an ¿improper shutdown!¿ alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.